Event description:
During surgery dr was barely moving the blade and metal shavings came off the blade. One was actually used in the surgery and there are 2 more coming back. Sales rep reported that the shedding just began when they were just starting to do some bony work on the labrum. Most of the shedding was removed but could not get everything out.

Manufacturer narrative:
One used and two unused blades were returned for evaluation. The used blade was examined and showed no galling normally seen in shedding incidents. There is slight surface marking with no material disturbance. The edgeform/cutting surface is intact and in good condition. The two unused devices were evaluated and found to meet print specifications. Due to similar field issues CAPA 091 has been opened. This investigation is ongoing. (B)(4).

Manufacturer narrative:
Device was not returned for evaluation.(B)(4)